Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient information was not made available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts were returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported that the software was functioning properly with no further issues. Parts not returned.

Event description:
A site representative, registered nurse, reported that, while in a spine procedure, the tactile awl probe with the blue apt theratracker was not accurate in the software. All other instruments were accurate. The tactile awl probe verified prior to the surgery without issue. Noted was that the tracker was not moved on the probe. In trouble-shooting, a medtronic representative recommended re-verifying the instrument which resolved the issue. The tactile awl probe resumed accurately tracking with no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.